Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical light and found the two halves of the lighthead yoke cover were detached from their installation point on the suspension springarm yoke. Both cover halves were physically broken where the screw is installed to secure them to the lighting system. Both screws were still installed in the lighting system with one retaining broken portions of the cover half. The harmony led surgical lighting system utilizes brake screws to control and adjust the amount of force required to articulate/rotate the positioning of the lighthead(s). These brake screws are not the screws used to secure the covers to the lighting system. The steris technician believes that user facility personnel are over-tightening the screws securing the covers due to the misunderstanding of the function of the screws. The lighting system was installed in january 2017, and is serviced and maintained by the user facility's third-party service provider. The user facility's third-party service provider repaired the surgical light, tested the unit and confirmed the lighting system to be operating properly. The surgical light was returned to service and no additional issues have been reported. The steris technician informed the biomed director and the or director of the reported event and the proper function of the screws. The operator manual states (pp.1-2), "do not attempt to adjust suspension system. Refer servicing to qualified service personnel."

Event description:
The user facility reported that a plastic cover detached from the surgical light and fell into the sterile field during a patient procedure. The sterile field was re-established and the patient procedure was completed successfully. No report of injury.